Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 7am, the patient was unresponsive. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s cgm value was not confirmed, nor whether ems took a bg meter reading on the patient. However, ems did remove the patient¿s sensor and her beta bionics ilet insulin pump. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 24 mg/dl. At an unspecified time during this event, the patient also had as seizure, however, it was not clarified when during the event timeline this occurred. The patient was admitted to the hospital and treated with keppra. It was not specified what was provided to the patient for hypoglycemia reversal. The patient was discharged home on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data was provided for evaluation. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined.